Manufacturer narrative:
Undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair on (B)(6) 2010 and mesh was implanted concurrently with lysis of adhesions, abdominal sacral colpopexy, cystoscopy and perineorrhaphy. It was reported that the patient experienced undisclosed injuries. No additional information was provided.